Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's ipg and leads were non-functional. It was also noted that the patient's ipg would not hold a charge. The patient will undergo a revision wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg and leads were non-functional. It was also noted that the patient's ipg would not hold a charge. The patient will undergo a revision wherein the ipg and leads will be replaced.